Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. The device was evaluated in the field and the issue was confirmed; the device had worn components. The device was repaired and returned. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes one malfunction event, where it was reported the brakes would not hold and the zoom function would disengage during use. There was no patient involvement.